Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: c-cover crystallization and dirt at the insertion section. A definitive root cause could not be identified. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.